Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pain") in a (B)(6) female patient who had essure (batch no. A69943) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea sometimes intense") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced adenomyosis ("minimal adenomyosis of moderate thickening type on junction area") and cervicobrachial syndrome ("cervicobrachial neuralgia on right side"). The patient was treated with surgery (bilateral salpingectomy with uterine horn resection to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menstruation irregular, adenomyosis and cervicobrachial syndrome outcome was unknown. The reporter considered adenomyosis, cervicobrachial syndrome, dysmenorrhoea, menstruation irregular and pelvic pain to be related to essure. The reporter commented: removed sample was not kept. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: the size of the uterus was normal, with endometrium at 8mm, without external endometriosis and minimal adenomyosis of moderate thickening type on junction area. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pain") in a 43-year-old female patient who had essure (batch no. A69943) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea sometimes intense") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced adenomyosis ("minimal adenomyosis of moderate thickening type on junction area") and cervicobrachial syndrome ("cervicobrachial neuralgia on right side"). The patient was treated with surgery (bilateral salpingectomy with uterine horn resection to remove essure). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, dysmenorrhoea, menstruation irregular, adenomyosis and cervicobrachial syndrome outcome was unknown. The reporter considered adenomyosis, cervicobrachial syndrome, dysmenorrhoea, menstruation irregular and pelvic pain to be related to essure. The reporter commented: removed sample was not kept. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: the size of the uterus was normal, with endometrium at 8mm, without external endometriosis and minimal adenomyosis of moderate thickening type on junction area. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.